Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5094601) on 10-jun-2020. The most recent information was received on 06-jul-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and medically significant), menorrhagia ("menorrhagia"), feeling abnormal ("brain fog"), dizziness ("lightheadedness") and vision blurred ("blurry eyesight"). At the time of the report, the pelvic pain, menorrhagia, feeling abnormal, dizziness and vision blurred outcome was unknown. The reporter provided no causality assessment for dizziness, feeling abnormal, menorrhagia, pelvic pain and vision blurred with essure. The reporter commented: serious injury criterion "disability/permanent damage" and event date (B)(6) 2016 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5094601) on 10-jun-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and medically significant), menorrhagia ("menorrhagia"), feeling abnormal ("brain fog"), dizziness ("lightheadedness") and vision blurred ("blurry eyesight"). At the time of the report, the pelvic pain, menorrhagia, feeling abnormal, dizziness and vision blurred outcome was unknown. The reporter provided no causality assessment for dizziness, feeling abnormal, menorrhagia, pelvic pain and vision blurred with essure. The reporter commented: serious injury criterion "disability/permanent damage" and event date (B)(6) 2016 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.